Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d8, e3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white dots and objective lens was stained with adhesive material. Based on the investigation results, a definitive root cause for the reported event could not be determined. However, the appearance of white dots is likely due to a failure of the charge-coupled device. Additionally, the most probable cause of the stained objective lens is adhesive contamination, indicating a failure of the objective lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that during inspection for use, the subject device had poor image quality. There were no reports of patient harm.

Manufacturer narrative:
E1 (facility name): (B)(6) hospital. E1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.